Event description:
Event description cpi received information that this patient had twiddler's syndrome, and as a result of the patient's constant manipulation of the endotak transvenous defibrillation lead it was 'broken'. The lead was explanted and a new endotak lead was implanted.